Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis . Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint of balloon burst was confirmed based on evaluation of provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event as per provided information, there was presence of calcification at the native annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint of withdraw difficulty was confirmed based on evaluation of provided imagery. Available information suggests that procedural factors (withdrawal of altered balloon profile) likely contributed to the event as the balloon burst during valve deployment and difficulties were encountered when attempting to pull back the balloon into the sheath tip. As the balloon had burst, the altered balloon profile may have made it more susceptible to catching on the distal end of sheath tip, which could have led to the observed withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Edwards received notification from our affiliate in spain. As reported, this was a case of an implant of a 29mm sapien 3 ultra resilia, in the aortic position by right transfemoral approach. During valve deployment, the balloon burst but the valve resulted fully deployed. It was decided to withdraw the delivery system but difficulties arose at femoral artery level. The devices were removed as a single unit and it was observed that the balloon and the esheath was damaged. The patient experienced a vascular injury and it was decided to implant vascular stents. The patient remained stable after the procedure.as per imagery evaluation, the balloon was confirmed to be radially torn, and not missing material.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.